Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified opening on anterior, crease fold, brown particles and white particles like calcification on outer surface of device. A leak test was performed which identified three openings on shell. Microanalysis identified a smooth opening on crease assessed as fold flaw opening; identified striated edge opening on anterior side; identified one punctured opening on radius side, consistent with the use of some surgical tool. A fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: crease smooth assessed as fold flaw opening. A striated edge opening on anterior side due to surgical damage. A puncture opening on radius side of the shell due to surgical damage.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.